Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used catheter without packaging was returned for evaluation. Visual examination of the catheter noted no visual defects and passed functional, leakage and occlusion testing per specification. The returned catheter functioned as intended per specification. Based on the results of the sample evaluation, the product met internal specifications. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: patient was in for induced labor, c-section. Two attempts at epidural catheter placement resulted in subarachnoid placement of catheter - catheter migrated "inter-thecally". Body position, sitting upright level l2-l3; sab local anesthetic 1.6 ml. Epidural replaced level l3-l4. During the labor epidural progress, the IV was not functioning, ephedrine 35mg im given, IV was restarted, neo 200mcb IV given, 15 mg ephedrine IV given. Re-dose - bupivacaine 0.5cc .25%, patient was comfortable after re-dose and baby was delivered successfully. Catheter was left in place and removed next morning, tip was intact. Patient had blood patch due to suspected spinal headache. No further information could be provided.